Event description:
On 12 august 2016, leica biosystems received a complaint regarding sub-optimal tissue processing from two (2) processing runs, which started on (B)(6) 2016, in retort a using the 2 hour biopsy protocol and in retort b using the 4 hour large routine sample protocol. The laboratory reported that the quality of tissue processing for the large samples were satisfactory and the biopsies appeared "underprocessed". On 12 august 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
(B)(4). Investigation of this complaint found that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort a at 17:14pm on (B)(6) 2016. No use error(s) was identified in relation to the interaction between the user and the instrument either prior to, or during, execution of the "factory 2hr xylene standard" protocol started in retort a at 17:14pm on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported could not be determined from the available information.